Event description:
It was reported the light source displayed an e103 error for ignition failure. After approx. 5 minutes of operation, the message e103 appeared and the light source switched to emergency lighting. The light source was repaired by olympus previously for the same defect where it was cleaned and then found to be good. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6 and h11 corrected fields:d9 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.